Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant high thresholds were noted on the leadless implantable pulse generator (ipg). The device was inactivated and replaced. No patient complications have been reported as a result of this event.